Event description:
Healthcare professional reported right side intracapsular rupture, silicone perspiration, waves, folds, rotation and capsular contracture, baker grade I, "breasts shape and suppleness are normal". The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side intracapsular rupture, silicone perspiration, waves, folds, rotation and capsular contracture, baker grade I, "breasts shape and suppleness are normal". The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken assessed as surgical impact. Shell thickness was within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. Malposition: unable to observe since it is a medical event and is not related to the device. Deformation: no observed crease/ folding of implant: observed. Wrinkling of the skin: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle, crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side intracapsular rupture, silicone perspiration, waves, folds, rotation and capsular contracture, baker grade I, "breasts shape and suppleness are normal". The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14aug2024.